Event description:
The pt died at home. Diagnostics and egms were retrieved from the ICD. The diagnostics showed a prolonged capacitor maintenance charge and two new egms since the pt was last seen. The first egm showed a rapid vf-like rhythm coincident with a charging marker followed by noise reversion. A second episode showed six therapies. The first and large charge times were also prolonged.